Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown patella. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a knee removal. The surgeon felt that the femoral component and baseplate were ok. When opened the capsule of the knee patella the button that was supposed to be cemented fell right out. Replaced a 13mm with a 19mm insert.

Manufacturer narrative:
An event regarding loosening involving an unknown patella was reported. The event was not confirmed. Device evaluation indicated that the patella showed signs of third body wear and damage on the fixation surface due to explantation. The reported event involves the patella button that was supposed to be cemented ¿falling right out.¿ this report does not coincide with the damage found on the fixation surface of the patella. The exact cause of the event could not be determined because further information such as x-rays, patient history, follow-up notes and the primary operative report were not received. This information is needed to complete the investigation for determining the exact root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that there was a knee removal. The surgeon felt that the femoral component and baseplate were ok. When opened the capsule of the knee patella the button that was supposed to be cemented fell right out. Replaced a 13mm with a 19mm insert.